Event description:
Information received by medtronic indicated that the insulin pump's keypad was unresponsive and red light was blinking. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the stuck button alarm. The customer will discontinue the use of the device and it will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned pump for an alleged stuck button alarm, no button response and red light blinking found on (B)(6) 2022. The pump passed the displacement test and self test. All buttons function properly. Successfully downloaded history files and traces using thus. No stuck key alarm found in the history files or traces. However, found pump error 53 alarm in the pump history (file number: 32107, line number: 2817) on (B)(6) 2022 at 09:17:01.000. No pump error 53 alarm during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. Pump passed the keypad voltage test. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowed keypad overlay and cracked case corner of the belt clip rails near the battery compartment. A stuck button alarm did not occur during testing and none were found in the history file. Stuck button alarm not confirmed. Keypad/buttons functioned properly during analysis and passed all required testing. Unresponsive keypad and red light blinking was not confirmed. Pump error 53 alarm found in the pump history, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.